Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 57.6 cm. Visual examination found outer insulation cuts 15.0 cm, 15.2 cm, 15.6 cm, 16.7 cm, 17.0, and 30.6 cm from the connector pin consistent with procedural damage. The helix was found to be retracted and covered in blood/tissue. X-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported events of r-wave amplitude variation and inadequate capture were not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited high capture thresholds and low r-wave amplitudes. The physician explanted and replaced the lead. The patient was in stable condition.